Event description:
It was reported that the wire fractured. A 1.5mm rotablator burr and rotawire were selected for use in the proximal and ostial right coronary artery (rca). The ablation procedure was completed. After removing the burr from the guide catheter, it was noticed that the rotawire had fractured. Approximately 100cm of the distal end of the wire remained inside the lumen of the rca. After multiple unsuccessful attempts to retrieve the end of the wire with a snare, the artery was dissected along the entire length. The dissection was not flow limiting. At this point it was decided to leave the wire inside the body and stent the artery with the wire entrapped. The patient was in stable condition with no chest pain.